Event description:
The customer was having diffculty advancing the solex 7 catheter (lot #169287) on three attempts over the guidewire. Upon removal, the customer observed a kink in the catheter. Another solex 7 catheter was inserted to complete with patient ivtm treatment. The inserting physician is experienced, and the insertion site was at the patient's right internal jugular. No consequences or impact to the patient.

Manufacturer narrative:
The reported problem of "difficulty advancing the solex 7 catheter (lot #169287) on three attempts over the guidewire and the customer observed a kink in the catheter" was confirmed based on the visual inspection of the returned catheter. The catheter shaft was kinked at proximal end of serpentine balloon. The probable root cause of having difficult advancing the catheter due to the kink on the serpentine balloon. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Visual inspection of the returned catheter was performed and found the catheter shaft was kinked at proximal end of the serpentine balloon (3 inches away from the catheter tip), confirming the reported complaint. No other physical damage was observed on the catheter. Functional flushing of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. Functional pressure leak test was not performed due to the kinked on the serpentine balloon was confirmed during visual inspection. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter starting at the catheter tip. The guidewire got stuck at 3 inches from the catheter tip. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for the solex catheter with lot number 169287.

Event description:
The customer was having diffculty advancing the solex 7 catheter (lot #unknown) on three attempts over the guidewire. Upon removal, the customer observed a kink in the catheter. Another solex 7 catheter was inserted to complete with patient ivtm treatment. The inserting physician is experienced, and the insertion site was at the patient's right internal jugular. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.